Event description:
The customer contacted physio-control to report that their device would not charge for defibrillation when the charge button was pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and observed that the left side of the charge key is damaged/shorted, which was the cause of the reported failure.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported failure. It was observed that the charge button was stuck in the closed position. Physio-control replaced the main keypad assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.